Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not charge after the first shock during a patient event. The device was in use on a patient, however there was no reported adverse event.